Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax in the right lower lobe. A chest tube was placed to resolve the pneumothorax and the patient required hospitalization. Reportedly, the patient is ¿doing okay.¿ intuitive surgical inc. (Isi) attempted to obtain information from the physician; however, no additional information was provided.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date was conducted by an isi senior failure analyst engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the site's complaint history revealed no additional complaints related to this event. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax in the right lower lobe. A chest tube was placed to resolve the pneumothorax and the patient required hospitalization. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.